Event description:
It was reported to ge that with a patient on the table, the table angulated to 90 degrees without operator command. Angulation controls were replaced and the unit returned to operational use. No serious injury was reported. Patient received a contusion on the face.